Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side exchange due to patient¿s concerns with the product plus rupture per MRI. Aditionnally reported "memory issues, hair loss, sleeping, anxiety headaches pain, and nausea", not device related. Device remains implanted.